Event description:
During vf induction, the ICD did not convert the pt and external defibrillation was needed. The physician thinks he heard a "pop". Upon investigation, the device was pacing asynchronously at the programmed rate. The ICD was programmed to afo and scheduled for explant.